Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am finally going 4/8') in a female patient who had essure (ess205) inserted. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure (ess205) was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one essure device embedded in uterine/other device not noted in tube/boggy uterus about 9-10 week size') and device expulsion ('one essure device embedded in uterine') in an adult female patient who had essure (ess205) (batch no. 12242355) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included nabothian cyst, uterine fibroids, anemia, endometrial hydroablation, hair loss, asthma and uterine bleeding. Concomitant products included leuprorelin acetate (lupron) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), alopecia areata ("alopecia areota"), night sweats ("night sweats"), eye movement disorder ("eye twitches"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("hip pain"), menorrhagia ("bleeding/ heavy bleeding"), urinary tract infection ("uti") and alopecia ("a large piece of my hair feel out"). The patient was treated with surgery (abdominal hysterectomy laparoscopic,salpingectomy laparoscopic, cystoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, alopecia areata, night sweats, eye movement disorder, abdominal pain, back pain, arthralgia, menorrhagia, urinary tract infection and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, alopecia areata, arthralgia, back pain, device expulsion, embedded device, eye movement disorder, menorrhagia, night sweats and urinary tract infection to be related to essure (ess205). The reporter commented: date of removal (B)(6) 2014 . Insertion details: left side- six coils, right side-seven coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: large oval mass in the right side of the uterine cavity, presumably a submucosal fibroid. The placement of both essure micro-implants appears satisfactory. The left fallopian tube is occluded. No flow is seen into the right fallopian tube, but the mass prevents good contrast flow to the uterine cornu.. Ultrasound pelvis - on (B)(6) 2018: 2.8 cm fibroid at the right uterine body. No adnexal cysts or masses. No findings to suggest hydrosalpinx.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: device embedded, device expulsion. Concerning the injuries reported in this case, the following ones were described in patient¿s mail communication: uti, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one essure device embedded in uterine/other device not noted in tube/boggy uterus about 9-10 week size') and device expulsion ('one essure device embedded in uterine') in an adult female patient who had essure (ess205) (batch no. 12242355) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included nabothian cyst, uterine fibroids, anemia, endometrial hydroablation, hair loss, asthma and uterine bleeding. Concomitant products included leuprorelin acetate (lupron) and medroxyprogesterone acetate (depo-provera). On (B)(6)2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), alopecia areata ("alopecia areota"), night sweats ("night sweats"), eye movement disorder ("eye twitches"), abdominal pain ("abdominal pain"), back pain ("back pain"), arthralgia ("hip pain"), menorrhagia ("bleeding/ heavy bleeding"), urinary tract infection ("uti") and alopecia ("a large piece of my hair feel out"). The patient was treated with surgery (abdominal hysterectomy laparoscopic, salpingectomy laparoscopic, cystoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, alopecia areata, night sweats, eye movement disorder, abdominal pain, back pain, arthralgia, menorrhagia, urinary tract infection and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, alopecia areata, arthralgia, back pain, device expulsion, embedded device, eye movement disorder, menorrhagia, night sweats and urinary tract infection to be related to essure (ess205). The reporter commented: date of removal (B)(6) 2014 . Insertion details: left side- six coils, right side-seven coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: large oval mass in the right side of the uterine cavity, presumably a submucosal fibroid. The placement of both essure micro-implants appears satisfactory. The left fallopian tube is occluded. No flow is seen into the right fallopian tube, but the mass prevents good contrast flow to the uterine cornu. Ultrasound pelvis - on (B)(6) 2018: 2.8 cm fibroid at the right uterine body. No adnexal cysts or masses. No findings to suggest hydrosalpinx.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: device embedded, device expulsion. Concerning the injuries reported in this case, the following ones were described in patient¿s mail communication: uti, alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: pfs &mr received. Lot number, date of birth was added. Medical device removal updated event device embedded. New event device expulsion, bleeding/ heavy bleeding, alopecia areota, night sweats, eye twitches, abdominal pain, back pain,hip pain, uti, a large piece of my hair feel out was added. Lab data, concomitant condition, concomitant drug, reporter, patient demographics was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.